Event description:
It was reported that the procedure was to treat the marginal ostium and circumflex coronary arteries. A stent had been implanted and then the 1.2x12 mm mini trek balloon dilatation catheter was attempted to be advanced without success as there was not enough support. A non-abbott support catheter was used and then the balloon was able to cross and be positioned in the ostium through the previously implanted stent struts. When inflation was attempted once to 8 atmospheres, a balloon rupture was noted. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.